Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s infusion set disconnected overnight, the pump displayed a persistent high glucose alert, and the user replaced the infusion set upon waking but remained hyperglycemic; the user reported vomiting and later presented to an emergency department where bloodwork was performed, no treatment was given, and glucose later decreased while the user remained on the pump. Symptoms included hyperglycemia with vomiting and sluggishness. Outcomes included an emergency department visit without intervention. Investigation included a review of device alerts and user troubleshooting with education on infusion set management. Investigation of this case revealed an unclear cause of hyperglycemia after loss of insulin delivery due to an untwisted connector at the infusion set, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.